Event description:
Additional information was received that indicated the patient was admitted with acute coronary syndrome for which the culprit vessel was stented. The patient had one episode of angina during the six months follow up that was relieved with 2 nitroglycerin with no further episodes. There was no angiogram performed. The patient had a follow-up stress test prior to his 12 month clinic visit, which was normal.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510k # is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was prompting an "error 1" message. Per the onetouch ping owner's booklet, this error message appears when there is a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged error message began to appear on (B)(6) 2010 at approximately 10:00am. Prior to when the error message appeared, the patient claimed she had last tested with the subject meter at 4:00am that morning and obtained a result in the "300 mg/dl" range, which was above her usual glucose range. The patient stated she administered a bolus dose of insulin (amount not recalled), ate breakfast and then went to work. At 8:00am that morning, the patient stated she began to feel a little thirsty. At the onset of the symptom, the patient reported she tested with her backup meter which she keeps at work and obtained a result in the "180 mg/dl" range. The patient claimed she drank a lot of water and administered a correction bolus (amount not recalled). Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed that she felt symptomatic prior to when the alleged error message began to appear. However, this complaint is being reported because the alleged issue remained unresolved.